Manufacturer narrative:
The pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs. During prime test due to faulty force sensor resistor. The pump was unable to be tested for excessive no delivery alarms due to prime anomaly. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with excessive no delivery alarms. It was reported that the customer did not wish to troubleshoot. It was reported that the pump would be replaced. No further information provided.